Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain,"), menorrhagia ("extended menstruation"), dyspareunia ("painful intercourse"), adverse event ("among other symptoms") and menstrual disorder ("abnormal menstruation"). The patient was treated with surgery (procedure to remove the essure devices on (B)(6) 2018.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, dyspareunia, adverse event and menstrual disorder outcome was unknown. The reporter considered abdominal pain, adverse event, dyspareunia, menorrhagia, menstrual disorder and pelvic pain to be related to essure. Diagnostic results: following the requisite time period after implantation of essure the plaintiff had an hysterosalpingogram test was done. Further company follow-up with the lawyer is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included c.difficile colitis and chickenpox. Concurrent conditions included morbid obesity (bmi 39.979), hernia repair, anxiety, chronic back pain, depression, dysmenorrhea, fibromyalgia, infection mrsa, pancreatitis, nausea, vomiting, chest pain, shortness of breath, unilateral leg swelling, dysuria, urinary incontinence, vaginal discharge abnormality and intermittent fever. Concomitant products included omeprazole (prilosec) for gerd as well as amitriptyline, gabapentin, hydrocodone bitartrate;paracetamol (norco), oxycodone and tramadol. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("extended menstruation/abnormal bleeding (menorrhagia)"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), menstrual disorder ("abnromal menstruation"), adverse event ("among other symptoms"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type :infection"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type :infection"), cystitis ("infection (bladder/ urinary tract/vaginal) type :infection"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, dyspareunia, menstrual disorder, adverse event, vaginal haemorrhage, vaginal infection, urinary tract infection, cystitis, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, adverse event, bladder disorder, cystitis, dyspareunia, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40 kg/sqm. Computerised tomogram - on an unknown date: CT abdomen and pelvis with IV contrast impression: prior hysterectomy with left pelvic centrally hypodense lesion with hyper tense rim, likely corpus luteum cyst from retained left ovary. No drain able collection. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain, dyspareunia. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 21-jun-2019: plaintiff fact sheet and medical record were received. Events per pfs: abnormal bleeding (vaginal), infection (bladder/ urinary tract/vaginal) type: infection, bladder problems and urinary problems. Medical history, concurrent condition and concomitant medication were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.